Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported on (B)(6) 2018 that they were having issues with insulin delivery despite giving themselves insulin shots. Customer's blood glucose level at the time of the incident was 21.5 mmol/l. Customer also reported air bubbles about four inches from reservoir. Troubleshooting occurred but air bubbles were not successfully removed. Product is not expected to return.